Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the ventricular setscrew was unable to be removed from the pulse generator. The lead was cut and the device was explanted and replaced. The patient was stable.